Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Fluctuating impedances on multiple channels have been observed. In addition, a decline in performance has also been reported. A reimplantation is being considered.

Event description:
Fluctuating impedances on multiple channels were observed. In addition, a decline in performance with the device was reported. The user has been reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the received information, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered in (B)(6) 2022; however, no date has been scheduled yet.

Event description:
Fluctuating impedances on multiple channels have been observed. In addition, a decline in performance with the device has been reported. A reimplantation is being considered but will not likely be performed until (B)(6) 2022.